Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6), (B)(6) it was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for procedure using a flexnav delivery system during a transcatheter aortic valve implantation. For the native valve, the mean aortic annulus diameter was 24.3 mm, the mean aortic annulus area was 455.3mm^2, and the mean aortic annulus perimeter was 77.1mm. There was sufficient calcium to allow sealing, and the annuluar calcium distribution was moderate. A pre-implant balloon valvuloplasty was performed once with a 20mm balton valver balloon. The valve was re-sheathed twice before it was implanted. The final implant depth, or distance from the non-coronary cusp (ncc) to the ventricular end of the frame, was 7mm. A mild perivalvular leak was noted. A post-implant balloon valvuloplasty was performed once with a 25mm balton valver balloon. The perivalvular leak remained mild. Post procedure but prior to discharge from hospital on (B)(6) 2023, patient had back and groin pain. Pain medications paracetamol and oxycodone were administered on (B)(6) 2023 and (B)(6) 2023. The patient status was reported as stable and was later discharged.

Manufacturer narrative:
An event of mild paravalvular leak and aortic valve insufficiency/regurgitation was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Field indicated that the valve was implanted at a depth of 7 mm, deeper than intended optimal 3 mm depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. However, the implantation depth may have caused the reported aortic insufficiency.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient attended clinic for a 30-day follow up on (B)(6) 2023. It was noted that the patient had a diastolic murmur. On echocardiogram, two perivalvular regurgitant jets were noted. The patient was scheduled for a transesophageal echocardiogram (tee).